Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded lesion located in the moderately calcified, lower extremity. The 2.0 x 120 mm armada 14 balloon catheter being used for dilatation of the lesion and was inflated to 8 atmospheres, one time, without issue. During deflation it was observed that contrast media remained in the balloon; therefore, the partially deflated balloon was pulled back into the guiding catheter without issue. Another armada 14 balloon was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.